Event description:
It was reported that the customer connected the product to an p310 (a parapac) during the pre-use check, but the indicator needle of the airway pressure gauge did not go up. So the customer changed the product to another one, and the indicator needle rose. Thus he suspects there is an anomaly in the product. No patient injury. There is no additional information available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection found the device in used condition. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. The device was returned to the supplier for investigation. The DHR (device history review) will be performed by the supplier. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.